Event description:
It was reported the patient had ineffective stimulation with intermittent functioning that quickly went to total cessation of stimulation. The patient had less than 50% therapy relief at the location of the spinal probe. The patient did not have any relief from the stimulation. Impedances were tested and ¿all the plots no longer worked unless plot 0.¿ a radiologic control was requested and was performed. Three days later, the patient was hospitalized. The perioperative impedances showed a deteriorating spinal probe disconnection. The spinal probe was explanted and replaced. The patient was discharged two days later and the event was considered resolved. The patient was receiving effective therapy.

Manufacturer narrative:
Product ID: 3487a-28, lot# 0202689991, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. (B)(4).